Event description:
Patient presented in the ER for bradycardia due to loss of capture. Interrogation showed an increase in threshold. X-ray revealed that the rv tip had dislodged in the right ventricle apex. The physician elected to cap the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.